Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient experienced an insulin flow blocked alarm event on (B)(6) 2026. The infusion set had been in use for more than fourty eight hours, which leading to occlusions. The patient's blood glucose level was 480 mg/dl and the patient was treated with correction injection via multiple daily injections (mdi). No further information available.